Event description:
The reporter stated that the surgeon was inserting a cq2015 three piece collamer lens into patient's eye and the lens tore and a haptic tore off. The lens was removed with no incision enlargement or patient injury.

Manufacturer narrative:
H6: evaluation codes: results: (other) - a visual inspection of the returned product shows the lens has one haptic torn off and missing, there is a tear in the optic near the haptic junction. The other haptic is torn off. There is clear surgical residue on the lens. Conclusions - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.